Event description:
It was reported that the patient experienced muscle stimulation. Four iceforce 1.2 cx 90 degree needles were used to perform a renal cryoablation procedure. During the first freeze cycle one of the needles started twitching and the patient felt electrical stimulation. The device was replaced with a new iceforce needle and the treatment successfully completed without patient harm.